Event description:
Spike in lvad power with alterations in flow. Echo showed inflowcannual to be directed toward the lateral free wall with high velocities &lv was not fully unloaded with opening of arotic valve. Taken to or forrepositioning of lvad inflow cannula.